Event description:
On (B)(6) 2013, it was reported that this patient was to undergo explant due to persistent left arm pain. The patient had been seizure free for two years but requested explant. The patient underwent explanted on (B)(6) 2013. The explanted devices are not expected for return.

Event description:
Follow up with the physician found that the pain was first observed two years prior. It was reported that the patient lost weight and the vns was removed. The movement of the patient's arms caused the pain. The pain was not associated with stimulation. No causal or contributory programming or medication changes preceded the onset of the pain.

Manufacturer narrative:
Date updated based on additional information received from physician.